Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had tower door 2 unable to recover. The technical support specialist guided customer to reboot the station and tried to recover the tower door 2. The customer was able to recover the failed door and confirmed that there were some delays in dispensing the medications. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a door failure. The customer stated that they are unable to recover the tower door 2 which caused a delay to dispensing medication. There were no adverse events or injuries reported based on this event.